Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose with blood glucose of 30 mg/dl at the time of the incident. The customer was given glucose and intravenous fluids to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer reported multiple motor error alarms, but was able to complete pump rewind. Troubleshooting for the low was not completed. The insulin pump will be returned for analysis.